Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacteria chimaera. The customer also reports following the current instructions for use. The facility places the heater-cooler device outside the operating room during procedures, so there was no patient involvement reported. Samples taken by the facility confirmed the presence of legionella and mycobacterium intracellulare. A sorin group field service representative was dispatched to the facility inspect the affected device on site. The inspection of the outer and inner parts of the sorin heater-cooler systems revealed residuals and biofilm in several locations including components of the water circuits. Deposit and biofilm could be identified at the pumps and inside the tanks. Based on the biofilm present in the inspected device, sorin group (B)(4) has come to the conclusion that the users only recently began followed the cleaning and disinfection instructions outlined in the current IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure. Evaluated on site by sorin service rep.

Manufacturer narrative:
There was no known patient involvement. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacteria chimaera. The customer also reports following the current instructions for use. The facility places the heater-cooler device outside the or during procedures, so there was no patient involvement reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacteria chimaera. The customer also reports following the current instructions for use. The facility places the heater-cooler device outside the or during procedures, so there was no patient involvement reported.